Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached almost 600 mg/dl. For treatment, the patient was given insulin and unknown prescribed medications. The patient reported cannula being dislodged, while wearing it on the arm between 4 and 24 hours. The patient was still in the hospital.